Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015 to report that on (B)(6) 2015, the patient experienced a loss of connection between receiver and transmitter. The receiver connection was restored with no intervention from patient. Dexcom representative educated the patient on resetting the device, if needed. No additional patient or event information is available.